Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that over the past two years, the patient has complained about a deterioration in her speech understanding. At the beginning, she received great benefit from her ci. She had intelligibility even when people spoke from behind her back. Now she only has intelligibility using lip reading. Testing showed a progressive damage of the electrode array. Electrodes 6 and 8 have a short circuit. Electrodes 10, 11 and 12 have hi status. The patient was explanted and re-implanted in 2009.